Event description:
A company representative reported that a navigation enabled serrato/es2/xia 3 driver was loose when engaging with a screw intra-operatively and that the tip appeared worn. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
Inspection of the returned device indicates that several prongs on the device tip had fractured off.

Manufacturer narrative:
Additional data: b5, h3. H6 coding has been updated to reflect completion of the investigation.